Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported the system was intermittently stopping in the middle of a cine run. Also, video scrolls down from top to bottom going black. The bottom inch of video on screen becomes pixelated and drops out. It needs ii/camera tune up on video. A pt was involved, but the caller was unaware of the details. He thinks they stopped procedure and pulled in system from another company.